Event description:
It was reported that the customer had a possible temporary vent blockage with the reservoirs. Customer's blood glucose level was 122 mg/dl. Customer stated that they were not engaging all the way with the piston. Customer stated that when she lets go of the act button, the piston continues to move. Customer stated that the insulin is squirting out during the manual prime process. Customer was not wearing the pump during priming. Troubleshooting was performed. Customer saw a gap between the piston and the reservoir stopper during prime. Customer stated that the piston does not stop until the reservoirs are empty. Customer resolved the issue before calling. Customer wants the reservoirs to be replaced and stated there is no issue with the insulin pump. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.